Manufacturer narrative:
Concomitant medical products: 310c27, tissue valve, implanted: (B)(6) 2007.

Event description:
It was reported that the patient had a left chest wall hematoma and was provided with prophylactic intravenous antibiotics. It was later reported that the patient became anemic and required 2 units of packed red blood cells. The device remains in use and the hematoma was indicated to be resolved. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.